Manufacturer narrative:
No devices were retuned for investigation. If the samples are returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve product code 82-3072, with lot ctmb8m, conformed to the specifications when released to stock on the 9th november 2015. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Stopped functioning after implantation.